Manufacturer narrative:
(B)(4). The customer reported the display not working. There was no reported pt involvement. Philips evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. The device passed all performance assurance tests and was put back into service. We will consider this a malfunction of the display assembly that caused the display to not work.

Event description:
The customer reported the display not working. There was no reported pt involvement.